Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: small black point (unremovable) on the wall of the 20ml syringe, detected on multiple syringes. Unfortunately we have no complaints-sample.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection of the product, black particle was observed in the syringe barrel. A device history review was performed for lot 2008039, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As no physical sample was provided, the origin of the particle cannot be identified and a root cause cannot be determined at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: small black point (unremovable) on the wall of the 20ml syringe, detected on multiple syringes. Unfortunately we have no complaints-sample, but in the attachment you will find a photo showing the dot.